Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient came in for a scheduled appointment and after interrogation it was noticed that the patient was not at the settings they were previously programmed to at their last visit. The patient's settings were at 1.0/20/500/30/60 with magnet at 1.25/60, but they should have been at 2.0/30/500/30/1.8 with magnet at 2.25/60/500. The patient lives at a group home and that the physician assistant there has his own programming system and does not feel that he needs additional training for the device. It was discussed that possibly the physician's assistant at the group home may have ran a systems diagnostics that faulted which could have resulted in the patient's incorrect settings; however, the physician assistant at the patient's group home would have even interrogated the patient. The physician states that she did run a final interrogation during the patient's last appointment and the patient had left with the correct settings. The consultant is going to obtain a copy of the physician's programming history for review. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of limited programming history provided by the physician.